Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was not returned for evaluation as it remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that during the manufacturer¿s technical services representative¿s review of the submitted routine log file, a no external power alarm that occurred when the lvad was connected to the mobile power unit (mpu) was observed. The alarm was possibly due to a loose connection between the power cord and where it connects to the mpu. On (B)(6) 2018, additional information was provided by the lvad clinician that it is unknown if the power cord became loose from the mpu or if became loose from the wall outlet. The patient was asymptomatic at the time of the event.